Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 54 mg/dl. Low bg cause was not known. The customer did not provide how they addressed the low bg level. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.